Manufacturer narrative:
(B)(4). Additional information was received from the abbott field service representative (fsr) that was sprayed in the face with waste fluid from the architect i2000sr accumulator. The fsr stated that he received medical treatment (B)(6) on the day of the incident. The (B)(6) treatment lasted for 3 days. The fsr then went to his regular physician and was prescribed a 30 day treatment (zidovudine and lamivudine). The fsr stated that he finished the 30 day treatment which made him feel ill. Follow-up communication two weeks later indicated that he was feeling better. A quality metrics review was performed and no adverse trends were identified. Based on the available information, no product deficiency was found for this issue. The architect system operations manual provides adequate instructions involving biological hazards and provides recommended steps in the event of exposure to the biological hazards.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
While troubleshooting a blocked wash zone 2 drain valve on the architect i2000sr analyzer, an abbott field service representative (fsr) was sprayed in the face with waste fluid from the accumulator. The fsr's eyes were flushed with water and the laboratory arranged for the fsr to consult with the safety officer. There is no report of required medical intervention or serious injury.